Event description:
It was reported that the procedure was to treat restenosis of a bare metal stent in the right coronary artery. After deployment of the 3.0x18 mm xience prime stent at the lesion, deflation of the stent delivery system balloon was slow and although the balloon was able to be fully deflated, the balloon could not be retrieved into the 5 fr non-abbott guiding catheter possibly because of poor refold of the balloon. The balloon was removed along with the guiding catheter and guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products guide wire: pilot 50; guide cath: 5f launcher al0.75 (medtronic). (B)(4): indication for use. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.